Manufacturer narrative:
Only the infusion set brand.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles going out of the cartridge and into the tubing. Reportedly, the contact was able to prime the air out. The customer's blood glucose level was 257 mg/dl and was addressed with manual injections.